Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). On (B)(4) 2013, carefusion sent a letter to the user facility seeking additional information concerning the reported event. As of (B)(4) 2013, there has been no response to the letter from the user facility.

Event description:
On (B)(6) 2013 via a court petition carefusion legal counsel became aware of the following incident involving a child that reportedly occurred on (B)(6) 2010. The allegations are that an avea ventilator malfunctioned, failed to deliver oxygen, and subsequently resulted in a patient expiration. At present the information provided to carefusion does not reference a device serial number or other means to trace or track the device. A review of the carefusion complaint systems has resulted in zero reported events from (B)(6) hospital.